Event description:
This device was implanted on (B)(6) 2006 and was explanted on (B)(6) 2010 due to normal battery depletion. Patient called patient services on (B)(6) 2011 and stated that he had a medtronic device and the doctor he was seeing had a wife that was the medtronic rep. Anytime he had and interrogation with her she would tell him he had an "episode". Patient didn't feel it was right that the doctors wife was checking him. Then in (B)(6) of 2010 he was shocked 18 times in a row. According to patient a lead had fractures and medtronic and the rep had known all along that the lead was bad. The physician at change out was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).